Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During procedure, when attaching fluids from pressure bag to catheter hub of the line broke off. Could not be reattached. Broken off piece is packaged with catheter. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.